Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400mg/dl with blurred vision, and nausea, associated with and alleged intermittent power issue. Reportedly the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump lost power. The battery was changed and the pump would not turn on. The pump activated while on the call with customer technical support. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.